Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor failed a pulse test. The cause for the failure was isolated to a damaged c22 high voltage capacitor. The capacitor was detached from the defibrillator board. The root cause for the damage to c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began (B)(4) 2013. Results will be monitored. No adverse event resulted from the broken leads on c22. The patient received a replacement monitor.

Event description:
While investigating a (B)(6) patient's monitor for an unrelated issue, a reportable problem was discovered. The monitor failed a pulse test. The patient was issued a replacement monitor.